Event description:
A cv (cardiovascular) specialist in invasive cardiology recognized that the cautery pad pulled for use had a different appearance from previous used pads. The pad was not used on a patient. It was recognized prior to use. The pads usually have a blue appearance on the area that is applied to the patient. This pad was dark grey/silver in color.